Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint\ device.

Event description:
No update required.

Event description:
It was reported to aesculap inc. That an orthopilot basis compact (part # fs101) was used during a knee arthroplasty procedure performed on (B)(6) 2021. According to the complainant, a notch in femur was created when surgeon used sawblade on power through the columbus iq 4-in-1 cutting block. Reportedly, the surgeon was using orthopilot guidance during the surgery. A surgical delay of approximately ten (10) minutes was reported. The complaint device was not returned to the manufacturer for evaluation. No patient harm was reported. Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.